Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. The insulin pump was unable to prime during prime test due to moisture damage noted on the force sensor resistor. The insulin pump passed basic occlusion test and displacement test. No motor error alarms noted. The motor tested ok.

Event description:
It was reported that the customer experienced a high blood glucose level of 520 mg/dl. The customer received a motor error alarm before and after resetting her insulin pump. The customer's husband does not know if she had her insulin pump on when she had a chest x-ray done. The customer was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.